Event description:
Pt had pacemaker inserted 4/4. Ddd pacer, bipolar. On 4/5, pacer showed non-capturing atrial lead & x-ray showed dislodgement of atrial lead. Went into atrial fib. Returned to surgery 4/5 & atrial lead repositioned. Unsure if equip problem with lead or not.